Event description:
It was reported that, prior to implant, interrogation of the implantable cardioverter defibrillator (ICD) device displayed a message stating wireless telemetry unavailable. The physician chose to implant the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).